Event description:
The iab was inserted into the pt on 1/17/97. On 1/20/97 after iabp for three days, an alarm sounded from the pump and blood was noted in the tubing. The iab was removed and a second was inserted into the pt. The contact at the facility stated that the iab was cut in half so the second iab could be inserted into the pt. Event complications: none from the event - rpt'd 1/21/97, 6/18/97. Pt current status: critical - rpt'd 1/21/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.